Manufacturer narrative:
Concomitant products: product ID 977a275, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a275, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger. (B)(4).

Event description:
The consumer reported her system had been off for a year and a half prior to the report, since approximately (B)(6) 2014, and had not been charged in that time. No troubleshooting was done to try and communicate with the implantable neurostimulator recharger (insr) or patient programmer (pp) at the patient did not have them with her. Overdischarge was suspected. Additional information received from the manufacturer's representative (rep) reported the patient's implantable neurostimulator (ins) was overdischarged. The rep gave the patient instructions to get the ins working again. It was unknown if the patient was able to get their ins charged up fully. Additional information received from the healthcare provider (hcp) reported the patient's implantable neurostimulator (ins) was "dead" and was never going to start up again. The hcp did not know if the patient had been charging or when this occurred. The patient was having an MRI to scan his thoracic spine due to mid-back pain. This was noted to be unrelated to the device. The patient had chronic back problems, multiple infusions, and an MRI in 2013 (prior to ins implant). The patient's indications for use included failed back surgery syndrome and spinal pain. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.